Manufacturer narrative:
Pictures of the camera were requested but not provided. From the information and data provided, a general reagent issue can be excluded. The investigation did not identify a product problem. The root cause was consistent with a pre-analytical handling issue.

Event description:
We received an allegation about discrepant results for 1 patient's sample tested with elecsys thyroid-stimulating hormone (tsh) assay on a cobas e801 immunoassay analyzer. Initial result: 0.0265 miu/l repeat result: 0.514 miu/l. No questionable results were reported outside the laboratory.

Manufacturer narrative:
The tsh reagent expiration date was not provided. The cobas e801 analytical unit serial number was (B)(6). The alarm trace showed an abnormal aspiration alarm around the time of measurement of the sample. The investigation is ongoing.